Manufacturer narrative:
Evaluation results: related to operational context ¿ the kink and detachment occurred during the operation. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation conclusions: related to operational context ¿ the kink and detachment occurred during the operation. Unable to confirm complaint - (device or procedural images not provided for review). No device returned ¿ device not returned for evaluation. (B)(4).

Event description:
Device was removed from the packaging and inspected with no issues noted. Lesion was pre dilated physician was attempting to implant 1 resolute integrity drug-eluting stent to a lesion in the lcx but the catheter kinked and broke at the transition point. The physician was able to remove the shaft and stent. Resistance noted when attempting to deliver the stent. 2 resolute integrity stents were attempted and one shaft kinked in half physician said it was a tough case and doesn't believe it is product issue or product related. Two non-mdt devices also failed to cross. The patient is fine.